Event description:
It was reported that a patient underwent a left hip revision approximately eight years post implantation due to pain. During the procedure it was noted that the offset was wrong from the original surgery. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00751. 0001822565-2024-00753. G2: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. Device history record (DHR) was unable to be reviewed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The offset of the construct is the surgeon's discretion based on the patient anatomy. The patient did not begin to experience pain until 8 years after it was implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.